Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has not yet been returned. Based upon the partial implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further information from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port of the connector tubing."

Event description:
Pt reported an alleged leak with an lap-band access port. The pt stated that they were feeling a lack of restriction on their band. A fluoroscopy exam indicated that the access port was leaking. The pt has not given allergan permission to contact the surgeon. Explant surgery has not been scheduled at this time. The pt will call allergan when explant surgery is scheduled. The device remains implanted.